Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one single use instrument. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with sulu . The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, laparoscopic appendectomy, the surgeon closed the jaws of the device and clamped the tissue, however could not fire the device. The procedure was completed with another device. The status of the patient is no problem.